Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d; implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited oversensing/noise with normal body movement as short v-v intervals and non-physiologic non-sustained ventricular tachycardia episodes were noted. The episodes triggered a lead integrity alert (lia). Additionally, the rv lead exhibited a significant increase in threshold, as well as a slow rise in rv pacing impedance. The rv lead was reprogrammed as therapies were turned off, and the rv lead remains in use. A new rv lead will be placed at some point in the future. No patient complications have been reported as a result of this event.